Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after opening the packaging for a 2x25mm mini trek rx balloon dilatation catheter (bdc) the hub was fragmented(split) and the proximal shaft was separated. There was no resistance noted while removing the bdc from the dispenser coil. There was no damage noted to the packaging. The device was not used. An unspecified bdc was used to treat the lesion. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The reported hub separation was not confirmed however the shaft was separated. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported separation issues.

Event description:
Subsequent to the previously filed medwatch, additional information indicates that the hub separated from the proximal shaft while removing the bdc from the dispenser. No additional information was provided.